Event description:
During a collection cycle of the plasmapheresis donation in 05 the operator noted pink color in the plasma line tubing when responding to a ck for plasmaline hb alarm. The instrument had halted with the alarm as it is designed to do. The operator was able to identify a large kink in the concentrated cell line tubing, under the cell pump, she attempted to correct the kink and pushed the resume command to continue the donation process. A small amount of plasma was collected when another ck for plasmaline hb alarm occurred. Again the instrument halted the procedure and the operator pressed resume again. This time there was an immediate ck for plasmaline hb alarm and again the procedure halted. The operator discontinued the procedure and disconnected the donor without re-infusion of the contents of the reservoir. This resulted in a 24ml red blood cell (rbc) loss for this donor. The donor had not had any prior rbc loss events.